Manufacturer narrative:
(B)(6).

Event description:
It was reported that wand end "melted" during procedure, surgeon stopped using it and opened a new product to complete the procedure. There was an extended surgical time as a result of the malfunction. No patient injuries reported.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode wear with contamination/discoloration on the screen and scratch/scuff marks on the spacer and cap. The junction cable is cut and the insulation around the shaft is burnt an compromised. There are no manufacturing abnormalities visually observed with the returned wand. The suction tube was tested and performed as intended. The returned device could not be connected to a controller system for functional testing due to the cut junction cable. The complaint was verified but the root cause was determined to expected wear/tear. The insulation on the metal cap and on the shaft is burnt on multiple places probably caused by contacts to another equipment while using the wand or of coming into contact with another foreign object. There were no indications during manufacturing record review that would suggest that the devices did not meet product specifications upon release into distribution.